Event description:
The device had no alarm sound. The device was not reported to be in pt use. There was no reported pt harm. On evaluation it was discovered that the alarm buzzer did not sound. The alarm buzzer was replaced to correct the problem. The device was repaired and returned to service.